Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the helium tubing. The cs300 intra-aortic balloon pump (iabp) was put in stand-by mode and the physician was paged to have the iab removed. The customer was advised to disconnect the helium tubing from the iabp and reminded that the iab should be removed as soon as medically possible in the event of a leak. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).